Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. Despite several different measurement attempts, a similar out of range measurement was obtained. All other measurements were normal. Subsequently, a revision procedure was performed. The lead was removed from the device header and reinserted. It was determined the issue was related to the connection and once secured, the issue was resolved. Normal shock impedance measurements were obtained. This lead and device remain implanted and in service.